Manufacturer narrative:
This report is submitted on march 11, 2022.

Event description:
Per the clinic, the patient developed an infection (date not reported) and was treated with oral antibiotics (date and duration not reported). Subsequently, the patient experienced an extrusion of electrodes into the external auditory canal and underwent a revision surgery on (B)(6) 2022, to reposition it. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, due to recurring infections. The patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on january 10, 2023.

Manufacturer narrative:
Per the clinic, the patient was administered with IV antibiotics (specific date not reported) one month prior to explantation on (B)(6) 2022. The patient also underwent a second revision surgery (date not reported) to revise the infected skin. Device analysis report attached.